Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received "multiple occlusion" alarms. The customer's blood glucose level was 600 mg/dl and then lowered to 40 mg/dl. After the contact changed the cartridge, there were no further occlusion alarms. Tandem technical support performed a system check on the current supplies and the cartridge and infusion set functioned as expected.